Event description:
It was reported the patient presented to the hospital for a lead replacement. Upon interrogation, it was discovered the atrial lead was oversensing noise that resulted in pacing inhibition and triggered inappropriate mode switches. The atrial lead was capped and replaced on (B)(6) 2023. The patient was discharged following the procedure.